Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.excessive force used in device removal.it is indicated that the device is not returning for evaluation, therefore a failure analysis of the complaint device cannot be completed. A review of the lot history could not be conducted because the lot number was not provided. Based on the infomration reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique prior to an impella interventional procedure. Reportedly, the first perclose proglide deployed and the sutures were retrieved. During deployment of the second proglide the device got stuck and could not be removed. The device was forcibly removed with the foot open, the foot was caught in the suture of the first proglide device. The suture of the first proglide was removed. Manual arterial compression was applied but was not adequate to stop the blood flow. Surgery was performed to achieve hemostasis. The interventional procedure was not performed. The patient was ambulatory the same day. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.